Event description:
Pt undergoing hysteroscopy with a storz cutting loop. The tip of the loop broke off while doing the procedure. The broken piece was retrieved from the pt through the hysteroscope without injury to the pt. Dates of use: one time use: 2008. Diagnosis or reason for use: intracavitary mass within the uterus.